Manufacturer narrative:
Manufacturer received a summons, a fire had occurred and a caretaker had passed. An oxygen concentrator was present and the user is a known smoker. Nature of complaint suggests careless smoking. No model and/or serial number of this concentrator have been provided. MDR filed as a conservative measure.

Manufacturer narrative:
Manufacture received additional information providing a model, and serial number of the concentrator. The concentrator is 9 years old service and maintenance history is unknown. Manufacturer has not been allowed to inspect the concentrator as of yet. Homeowner's insurance carrier states that the property is covered with cigarette debris is attempting to obtain product for evaluation.

Event description:
Ivc legal received information regarding a lawsuit alleging that a caretaker died in a house fire. An oxygen concentrator was present and the consumer was a known smoker.

Event description:
Ivc legal received information regarding a lawsuit alleging that a caretaker died in a house fire. An oxygen concentrator was present and the consumer was a known smoker.